Event description:
Advocate from (B)(6) stated her daughter felt low and performed a blood test on the contour xt with a reading of 5.3mmol/l. Twenty-eight minutes later she retested and the reading was 1.9mmol/l. Customer had two glasses of fruit punch and an injection of glucagon. She was taken to the hospital because of her hypoglycemic symptoms and the low reading. She was shaky, weak and could not communicate. She was nauseated and felt faint. Insulin intake is based on meter readings while in the hospital. The contour xt read 5mmol/l higher than the lab results. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. Customer has already received a new meter. The advocate was advised to return the test strips for evaluation. The strip information was not provided.